Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they manufacturing representative (rep) told them that there were other patient's that had complaints of shocking in the past. No further complications were reported.